Manufacturer narrative:
Result: the ruby coil was also still attached to the pusher assembly and the pet lock was intact. The ruby coil pusher assembly was kinked approximately 9.0 cm from the proximal end. The ruby coil introducer sheath was ovalized approximately 7.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the pod4 would not advance out of the introducer sheath into the microcatheter. The complaint also states that it was difficult advancing the ruby coil through the microcatheter. Evaluation of the returned products revealed that the pod4 functioned without issue during functional evaluation. The ruby coil was damaged and, therefore, could not be functionally examined. The ruby coil introducer sheath was returned and evaluation of the product revealed ovalization near the distal tip. This type of damage usually occurs due to overtightening of the rotating hemostatic valve (rhv) on the coil sheath. This ovalizaiton in the coil introducer sheath may have caused the resistance when advancing the ruby coil as described in the complaint. The kink in the proximal end of the ruby coil pusher assembly may have been related to attempts to advance the device into the catheter against resistance. The cause of the issue advancing the pod4 could not be determined. The pod4 introducer sheath was not returned for evaluation; however, if the rhv was overtightened on the pod4 introducer sheath, this may have caused a similar issue as seen in the ruby coil. These devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod4 and a ruby coil. During the procedure, the physician was unable to advance a pod4 through the orange sheath. The physician also experienced difficulty while advancing a ruby coil through the catheter. The procedure was completed successfully and the patient was doing well.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2014-00783.